Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 jun. 2025, a 10mm amplatzer septal occluder (lot 10396952) was selected for implant. During the procedure, the physician placed the device in a very anterior asd that functioned as a pfo. The shunt was documented as right to left, but due to position of limited retro aortic rim the physician opted to place a smaller 9-asd-010. The patient had a history of left lung removal so the anatomy and views via tee and fluoroscopy varied from normal/standard. The defect natively measured 6x8 mm and the physician elected to place 9-asd-010 (lot 10396952). The patient remained in the hospital for 2 nights the day after the case. On (B)(6) 2025, a chest x-ray showed the device in a different position. However, the post implant x-rays were done while laying down. The standing x-ray had the organs in different position. So, an echo was performed and no shunt was seen. The implanting physician felt the lung removal caused the heart to sit at a different position and move more then what is seen in standard patients, therefore it was decided to keep the patient and additional night. On (B)(6) 2025, the patients oxygen stats dropped a bit. This caused a need for another chest x-ray and echo. The chest x-ray showed the asd in the descending aorta. There was no allegation the device was obstructing flow or causing immediate harm. The physician snared the device to remove it and replaced it with a 12mm amplatzer septal occluder (lot 10227870). The physician was happy with the second device and made no allegations of bad device performance on the prior device. The patient did not suffer any hemodynamic compromise from either procedure or other negative clinical outcomes due to device embolization to descending aorta.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder (lot 10396952) was selected for implant. During the procedure, the physician placed the device in a very anterior asd that functioned as a pfo. The shunt was documented as right to left, but due to position of limited retro aortic rim the physician opted to place a smaller 9-asd-010. The patient had a history of left lung removal so the anatomy and views via tee and fluoroscopy varied from normal/standard. The defect natively measured 6x8 mm and the physician elected to place 9-asd-010 (lot 10396952). The patient remained in the hospital for 2 nights the day after the case. On (B)(6) 2025, a chest x-ray showed the device in a different position. However, the post implant x-rays were done while laying down. The standing x-ray had the organs in different position. So, an echo was performed and no shunt was seen. The implanting physician felt the lung removal caused the heart to sit at a different position and move more then what is seen in standard patients, therefore it was decided to keep the patient and additional night. On (B)(6) 2025, the patients oxygen stats dropped a bit. This caused a need for another chest x-ray and echo. The chest x-ray showed the asd had embolized into the descending aorta. There was no allegation the device was obstructing flow or causing immediate harm. The physician snared the device to remove it and replaced it with a 12mm amplatzer septal occluder (lot 10227870). The physician was happy with the second device and made no allegations of bad device performance on the prior device. The physician alleges the cause being due to the device being undersized. The patient did not suffer any hemodynamic compromise from either procedure or other negative clinical outcomes due to device embolization to descending aorta. The patient is stable.

Manufacturer narrative:
An event of device deformity, hypoxia and device embolization were reported. A returned device inspection could not be performed as the device was not returned for analysis. Possible causes of device deformity include anatomical interference, use of the incorrect size delivery system, and angulation or kink in the delivery system upon deployment. Information from the field indicated that the patient had limited retro aortic rim and the patient had a history of left lung removal. Possible causes for device migration/embolization include incorrect device sizing or positioning issue due to patient anatomy. The physician believes that the cause of embolization is due to the device being undersized. Based on the information received, the cause of the reported device deformation could be due to patient anatomy. The cause of the reported embolization may have been due to the use of undersized device used. However this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.